Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during manual prime. The customer's blood glucose was 270 mg/dl at the time of incident. The customer performed troubleshooting for the no delivery alarm and was resolved with changing the reservoir. The customer was unable to troubleshoot at the time of call. The reservoir will not be returned for analysis.